Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed.) And pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. The customer was unable to clear the error. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1715kl was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored, no pump error 38 alarm and pump error 23 alarm noted. Successfully downloaded history files and traces using thus. There was no pump error 38 alarm recorded in the formatted history file. In further review of the formatted history file 2 days prior to the event date of 28-aug-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 08/28/2025 17:57:03.000 08/28/2025 18:04:32.000, 08/28/2025 18:14:00.000 pump error 23 alarm was found on: 08/28/2025 18:15:03.000 power loss alarm was found on: 08/28/2025 18:15:21.000 08/28/2025 18:15:32.000 insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.25 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for pump error 38 alarm and pump error 23 alarm were not confirmed. However, during visual inspection slight corrosion was found on the pcba1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.